Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding drug infusion pumps. It was reported that the doctor mentioned the pumps are having problems with leakage. The caller is wanting more information on this. It was recommended that the healthcare professional (hcp) call in and speak to technical services. The caller states they will speak to the hcp, and have him get in contact with the manufacturer.